Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator may have caused or contributed to serious injury. Patient went to emergency room for contact dermatitis after defibrillator implant procedure. Also patient reported that days later looked like his skin was peeling off, red and hot and he went to hospital. Evidence reasonably suggests that symptoms are associated with infection. There is no evidence of further actions taken. Device remains in service. There were no additional adverse patient effects reported.